Event description:
The customer reported communication errors with x-rays disabled. A communication errors may result in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted. The interconnect cable, lemo connector and software were installed during the service call. The system was tested and found to be working as intended and put back into service.